Manufacturer narrative:
Upon receipt, the pacemaker was visually inspected revealing no peculiarities. The header of the device was analyzed. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the is-1 standard specifications. Also the spring elements of the pacemaker did not show any deviations. The device was interrogated and the pacemaker's memory content was analyzed. The battery status was found to be larger than 80% and the current consumption was found to be normal. The ability of the device to deliver therapies was verified. No anti-bradycardia pacing pulses were provided by the device, confirming the clinical observation. Therefore the device was reset and subject to further inspection. After reset, the device has been monitored by a long term test and has been operating as expected. In conclusion, the clinical observation could be confirmed during analysis. The root cause of the clinical event was not determinable. However, external influences such as strong electromagnetic fields could be taken into consideration. After a reset the device has been monitored by a long term test and up to date has been operating as specified despite various attempts to reintroduce the failure condition.

Event description:
Ous MDR - it was reported that the patient (male) was admitted to the hospital with symptoms of pacing failure (syncope) about 2 years after the implantation. No capture at high output was reported (7.5v@1.50ms). The pacemaker was explanted and returned for analysis.